Manufacturer narrative:
Corrections to section h6 codes (type of investigation, investigation findings, investigation conclusion). The device was not returned to edwards lifesciences for evaluation. The provided imagery was evaluated and revelated the following: valve deployment attempt inside the pulmonic pre-stent. Valve inside the pulmonic pre-stent, being partially expanded on the outflow side. The partially expanded valve retracted to inferior vena cava. The complaint for was confirmed through the provided imagery. Due to no device being returned, engineering was unable to perform any visual, functional, or dimensional testing to rule out the presence of a manufacturing non-conformance. However, a review of the DHR, lot history, and complaint history did not provide any indication that a manufacturing non-conformance would have contributed to the complaints. A review of IFU/training materials revealed no deficiencies. During manufacturing balloons are 100% visually inspected at several different steps and devices are 100% leak tested. Therefore, it is unlikely that the delivery system left the manufacturing site with balloon damage. Additionally, there was no note of abnormalities or leakage on the delivery system during device preparation and de-airing, suggesting that there was no issue with the device when removed from packaging. Balloon leak may result from damage to the balloon material sustained through a combination of patient and/or procedural factors. The structural integrity of the balloon may be compromised via improper device preparation (crimping) or improper valve alignment techniques (excessive manipulation within tortuous anatomy). It may also be possible for the balloon to become damaged during delivery system advancement through sheath/vasculature via unfavored interactions between the balloon and the crimped thv (typically promoted by calcified, tortuous, and/or vessel-restricted anatomy via non-coaxial advancement angles) or interaction with pre-stent during placement in target site. In this case, due to limited information provided, a definitive root cause was unable to be determined. A review of the risk management documentation was performed, and the reported event is an anticipated risk of the transcatheter heart valve procedure, additional assessment of the failure mode is not required at this time. Since no manufacturing non-conformances or labeling/IFU/training deficiencies were identified, no product non-conformance was confirmed, and the complaint occurrence rate did not exceed the applicable trending control limit, no corrective/preventative actions nor product risk assessment (pra) escalation are required.

Event description:
As reported, it was a case of an implant of a 23mm sapien 3 valve in pulmonic position by transfemoral venous access. The patient was already pre-stented with cp stent and, according to its diameters. During balloon inflation, the commander delivery system ''burst'' and the valve was not expanded. The valve was moved into the right atrium with the wire and 2 catheters. The procedure was then converted to open-chest surgery in order to remove the valve. As the situation was quite stable, it was decided to implant a new 23mm sapien 3 through the right artery. The procedure was successful. The patient was extubated in a good condition the following day post-procedure.

Manufacturer narrative:
The investigation is ongoing. H3 other text: the device was discarded.